Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on 07/06/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The customer reports symptoms of fatigue, tiredness and frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 08/18/2018. Product is stored according to specification.